Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions-incorrect leaflet capture verification performed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip instructions for use states: use echocardiographic imaging to verify insertion of both leaflets and satisfactory grasp by observation of: leaflet immobilization, single or multiple valve orifices, limited leaflet mobility relative to the tips of both clip arms, and adequate mr reduction. All available information was investigated and the reported complete clip detachment appears to be related to user error, as it was reported that it was not a device issue, but a mistake on the part of the physician regarding leaflet assessment. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This event is filed for complete clip detachment. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The clip delivery system (cds) was advanced into the patient anatomy and the leaflet was grasped. Leaflet assessment was performed and it was felt that the clip had successfully captured the leaflets. Gripper line removability was established and the clip was deployed. It was then noted that the clip was completely detached from the leaflets and remained on the gripper line. The fully closed clip was brought into the right atrium and a snare was used to retrieve the separated clip. The clip was then removed from the patient anatomy via surgical incision at the groin. A second clip was able to be implanted and the mitral regurgitation was reduced from grade 4 to grade less than 1. No additional information was provided.